Manufacturer narrative:
This product was being used for treatment, not diagnosis. Product, in an as received condition, met specification. The current (ma) subjected to a user or patient would indicate the likelihood of impact. Ohm's law states that current is equal to voltage divided by resistance. Resistance is the unknown factor but may be increased by the use of surgical gloves in the procedure and location of contact, such as an extremity. This investigation indicates that the calculated amount of current that a user or patient could receive is negligible. The information does not reasonably suggest that the unit in question caused or contributed to a death or si or that medical or surgical intervention was required to preclude permanent impairment of a body function or structure. A review of the product complaint history shows that a death or si has not previously occurred from the alleged complaint, "shock," for this product family. The information does not reasonably suggest that the device in question has malfunctioned as defined by the FDA. This report is being filed as an adverse event in the form of "other, important medical events."

Event description:
Description of the original complaint: the handpiece allegedly "shocked doctor during a case." Relevant events and information obtained for the reported incident: just prior to the reported incident, the surgeon was just starting the case, running the device at 5,000 rpm in oscillating mode. When asked if the dr. Was ok, the user facility stated "yes, the dr. Just complained that the shock went up his arm, but he is ok." Subsequent to the event, the facility stated "the handpiece was disconnected and we changed it out for another handpiece to finish the case." There was no adverse patient or user consequences or sequelae reported. No significant delay of surgery or additional follow-up care required as a result of this event. When the facility was asked "does the physician feel the device may have caused "permanent impairment," their response was "no." The device was sent to the facility's equipment tech who checked the device and could find no fault with it. The user facility stated that the only other equipment being used at the time of the event was a battery powered disposable. Visual inspection of the returned unit found no damage or defect to: the connector pins, connector housing, or cable. Functional inspection for 30 seconds at 12,000 rpm while measuring mv between the connector and housing ground showed 60-70mv leakage, specification requirement is less than 115mv, the unit is within spec. All external portions of the returned device were viewed under a microscope for indications of an electrical short and/or damage. None of these common electrical defects: electrical pitting, electrical powder burns, carbon trails, heat discoloration, heat deformation, or plastic deformation around the base of electrical pins were present on the returned device. The device was disassembled and visual inspection was performed on the motor / cable assembly for evidence of common electrical malfunctions as described above, there was no evidence of anomalies found. Electrical inspection of the motor / cable assembly using a digital multimeter showed that there were no circuits shorted, or continuity to the ground circuit. The analysis results indicate that the device was performing as intended, and that there was no evidence of a device malfunction. A review of the service and repair record showed no other service or preventive maintenance being performed by medtronic for the device in question. The handpiece in question is used in conjunction with a powered console. There was no indication from the facility as to which of their consoles was in use during this event. The facility was notified of the product analysis results of the handpiece and it was recommended that they have the console (xps or ipc) sent to medtronic for analysis. A review of the service and repair database showed that the facility has not sent in a console and has not responded to the request for the return. Instructions for use statements include, but are not limited to: disconnect power to the ipc (power console) before cleaning the unit to avoid electrical macro shock. Do not attach unapproved components to the ipc to avoid electrical macro shock. To avoid the risk of electrical shock, achieve electrical grounding reliability with proper connections. Connect the ipc to hospital grade receptacles only. To avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. Electrical contacts must be dry prior to use. This medical device complies with en60601-1-2 safety standard for electromagnetic compatibility, requirements and test.